Event description:
The manufacturer received information alleging a ventilator's oxygen percentage delivery was inaccurate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board and oxygen blending module board were replaced to address the issue.